Event description:
The customer reported that the system displayed a precharge timeout failure. The customer rebooted the system to clear the error. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the batteries but found the system was failing due to the hv cable. He replaced the cable. The system operates as intended.